Event description:
Family member of home pt (hp) reports incomplete prime of pt line of homechoice set. Family member reports hp has not been able to reprime line and has had to reset up with new supplies to complete treatment. No pt injury or medical intervention required per hp.